Event description:
The customer reported that their device displayed all three icons (attention, service wrench and charge-pak) and would not power on. This issue was reportedly observed upon the unpacking of this device and was not related to patient use.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would power on and off by itself until the internal hlc batteries were depleted. The cause of the reported failure was determined to be a failure of an integrated circuit chip, designator u15 from the digital pcb assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.